Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 to explant and replace the ipg. The ipg was reportedly inoperable. Stimulation was restored post-operative.

Event description:
Follow-up identified the patient's ipg had reached end of life. The patient's charging routine remains unknown.